Event description:
While on site at lucile packard children's hospital today to test the new pacs system, the field service engineer loaded the post-op images from the surgery on (B)(6) 2018. The merge looked ok, so the field service engineer proceeded through the automatic merge and opened up the post-op to analyze accuracy of the last case. All of the electrodes appear to be inaccurate at entry. The registration during the case gave no indication of inaccuracy and the case itself seemed to go fairly well. The patient was ok according to the surgeon, no clinical consequences.

Manufacturer narrative:
It was reported that all of the electrodes appeared to be inaccurately implanted at entry point. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs was performed and determined that the cause of the inaccuracy cannot be determined clearly. However, two probable root causes have been identified : the fusion between CT and mris has been validated with errors, and a movement of the head forward most probably occurred. This head movement might result from the surgeon not following ifus recommendations regarding the fixation between the device and the operating table. These two probable root causes can be linked to use error. The analysis of available data did not reveal any device failure. The device operated as specified.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
While on site at (B)(6) hospital today to test the new pacs system, the field service engineer loaded the post-op images from the surgery on (B)(6) 2018. The merge looked ok, so the field service engineer proceeded through the automatic merge and opened up the post-op to analyze accuracy of the last case. All of the electrodes appear to be inaccurate at entry. The registration during the case gave no indication of inaccuracy and the case itself seemed to go fairly well. The patient was ok according to the surgeon, no clinical consequences.